Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was leaking at the site and went to an emergency room (ER) eventually shifted to intensive care unit (ICU) on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 900 mg/dl and the patient got treated with intavenous (IV) and fluids of saline and insulin. Patient was found positive for ketones. The patient stayed in emergency room (ER) for four days. The patient released from the ER/hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2025-11814 - device 2 of 2.